Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include generalized malaise, nausea, and dizziness. The patient was treated with unspecified intravenous fluids. The patient was released the same day.